Event description:
The doctor implanted a long term catheter from right internal juglar in (B)(6) 2012. On (B)(6) 2012, the patient's catheter was out of the body and bleeding at home. The patient was sent to the hospital immediately.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed six other similar product complaint(s) from this lot number. (391593, 403561, 403565, 404134, 410159, 416306).